Manufacturer narrative:
Report source literature description: journal: j am acad dermatol. Author: luis requena, md, celia requena, md, lise christensen, md, ute s. Zimmermann, md, heinz kutzner, md, and lorenzo cerroni, md. Title: adverse reactions to injectable soft tissue fillers. Volume: 64; year: 2011; pages: 1-34. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Granulomatous foreign body reaction [foreign body reaction]. Necrosis [necrosis]. Aseptic abscess [abscess]. Bacterial infection [bacterial infection]. Scar sarcoidosis/sarcoidal granuloma [cutaneous sarcoidosis]. Mycobacterium chelonae infection [mycobacterium chelonei infection]. (B)(6). Livedoid pattern [lividity]. Hypersensitivity [hypersensitivity]. Generalized scleromyxedema [lichen myxoedematosus]. Case description: a literature review article in spain titled "adverse reactions to injectable soft tissue fillers." Journal of the american academy for dermatology, (requena, l., requena, c., christensen, l., zimmermann, u.s., kutzner, h., and cerroni, l.), was received on (B)(6) 2011. Multiple pts (pt birth date, onset age, age group, and sex were not provided) were given a hyaluronic acid dermal filler. Hylaform was one of several hyaluronic acid fillers discussed in the article. Adverse reactions discussed included granulomatous foreign body reaction, hypersensitivity, (B)(6) bacterial infections, aseptic abscess, generalized scleromyxedema, scar sarcoidosis, sarcoidal granulomas, necrosis, livedoid pattern, and mycobacterium chelonae infection. The author did not provide causality assessment. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of hylaform is not affected by this report.